Manufacturer narrative:
The reported complaint was confirmed. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.

Manufacturer narrative:
The field service representative (fsr) observed that all lines to the epgs were connected. The unit operated to the manufacturer's specifications. Per data log analysis: on 16-oct-2019: 07:07:36 the gas system is successfully calibrated. Flow remains at 0 liters per minute (l/min). 08:55:22 flow is set to 0.98 l/min (central control monitor (ccm)), fraction of inspired oxygen (fio2) set to 0.807 (80.7%) (ccm). 09:22:45 flow is set to 2.01 l/min (ccm). 10:08:27 flow is set to 0.02 l/min (flow knob), fio2 set to 100% (fio2 knob). 10:09:12 flow set to 3.46 l/min (ccm). 10:11:12 flow is set to 4.02 l/min (flow knob), fio2 set to 100% (fio2 knob). 10:11:24 o2 input pressure falls to 0 l/min (disconnected). 10:11:27 o2 input pressure restored. 10:11:28 blending gas input pressure low. 10:11:31 blending gas input pressure restored. 10:12:51 flow set to 3.06 l/min (ccm). 10:13:22 flow set to 2.17 l/min (ccm), fio2 set to 82.3% (ccm). 10:39:27 flow is set to 2.17 l/min (flow knob), fio2 set to 77.7% (fio2 knob). There is no indication of a problem with the gas system in the log. Most likely the o2 line that was removed was the gas system output to the oxygenator. That would not cause any log entries. Also note that flow was at 0 l/min until 8:55:22.

Event description:
It was reported that during use of the device for a cardiopulmonary bypass (cpb) procedure, the oxygen (o2) line was not hooked up to the electronic patient gas system (epgs). A back up oxygen tank was used to oxygenate the blood. The surgical procedure was completed successfully. There was no delay, no blood loss, nor adverse consequences to the patient. Per clinical review: on october 16, 2019, the team set up their heart lung machine (hlm) and connected the o2 line appropriately from the outlet of the vaporizer to the oxygenator without issue for a procedure. The epgs passed calibration without issue for the procedure. After commencing cpb, the end user noticed that they were not oxygenating the patient. The end user was able to obtain a stand-alone 100% o2 tank, and they directly connected the oxygenator to the source. Once the team was satisfied with the oxygenation of the blood, they were able to troubleshoot the circuit. It was noticed that the outlet of the epgs was not reattached to the tubing that lies between the outlet of the epgs and the vaporizer. Emsar had done the work on the epgs. The end user, after noticing the lack of connection, was able to reconnect the line to the back of the epgs, then opted to go back to the blended gas on the epgs. The patient did well. There was no apparent harm due to this incident. There was no blood loss or delay in the continuation of the surgical procedure.